Manufacturer narrative:
The user facility stated that the device was returned to olympus for evaluation and that the device was serviced; however, since no specific serial number was provided, olympus is unable to provide details regarding the evaluation results for the reported device. The user facility also reported that the device was cleaned according to olympus' recommendations. In addition, the user facility reported that virology results were negative. The exact cause of the reported event could not be determined. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
Olympus received a medwatch report on (B)(6) 2016 stating that during an endoscopic retrograde cholangiopancreatography (ercp) removal of bile duct stones procedure, it was noted that a pancreatic stent had been retained inside the scope. It was also reported that two procedures prior were performed with the stent retained inside the scope. There were no adverse events reported in the medwatch report; however, the report further states that one of the patients had vancomycin-resistant enterococcus (vre). It is unknown if the patient contracted vre with the reported scope or if the patient was admitted with vre. It is also unknown if the procedure was completed.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) contacted the user facility on (B)(6) 2017 to schedule an in-service visit to observe the facility¿s reprocessing practice and to provide reprocessing training if necessary. The user facility denied the ess in-service.